Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#:00631005632 xlpe 10 deg poly liner 56x32 lot#:60819048. Catalog#:00771101100 femoral stem 12/14 neck taper plasma sprayed press-fit lot#:61512804. The following sections were updated/corrected updated: b4, b5, g4, g7, h2, h3, h6, h10. The event was confirmed with medical records received. Medical records identified, patient experienced severe pain along with 3 dislocations in one month and 1 self-reported dislocation with self reduction performed post implantation. The patient had elevated metal ions with corrosion noted on trunnion. Significant necrosis and tissue damage, along with pseudotumor was noted during the revision. The head and liner were removed and new ceramic head and rim liner were implanted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-3828.

Event description:
It was reported patient underwent a revision procedure approximately eight years post implantation due to dislocations including a dislocation with self reduction performed, elevated metal ions with corrosion noted on trunnion. Significant necrosis and tissue damage, along with pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time.